Event description:
Integra lifesciences received a report regarding an infinity mayfield skull clamp that appeared to have the locking knob slip during a craniotomy. The resident stated the following "the head holder was put at 15 pounds at the beginning of the base. The locking knob seemed to have slipped at the beginning of the case which we taped it. The holder started to slip again at the end of the case. After the drape was taken off, the pressure knob was at 10 pounds instead. Luckily there was no scalp laceration. Somehow - the pressure did not hold at 15 pounds." There was no delay. Integra pediatric disposable skull pins were used during this procedure. There was no stereotaxy device used. Additional information received from the surgical nurse was "the odd fact is that dr (B)(6) said she initially had 30 points (lbs) of pressure that was reduced to 10 lbs when the drapes were removed at the end of the case. The clamp clearly states a max of 18 lb..." The event date was either (B)(6) 2013. A preliminary evaluation was done while the unit was still at the facility. The following findings were reported by the senior neurospecialist and sales trainer. "When I looked at the clamp it had the pediatric torque knob on it, that only measures up to 18 pounds of pressure. I inspected it thoroughly and didn't find any problem. My understanding is that there was 30 pounds of pressure put on it initially. If that is the case there had to be a different torque knob on it and that torque knob may be the problem. The other possibility is that the knob was put to the 10 pound line which can be the same line as the 30 pound mark on the standard 80 pound knob usually used."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.